Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was a reported broken sensor wire. The sensor was inserted into the upper buttocks on (B)(6) 2018. Reportedly, the patient wore the sensor beyond seven days. No additional event or patient information is available. No product was provided for evaluation. Confirmation of the problem and probable cause could not be determined. Labeling indicates: your sensor gives you sensor glucose readings for up to seven days. The performance of a sensor has not been tested beyond seven days.